Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the system had faulted with error code 25003 while the prograsp forceps was stuck on tissue. The technical service engineer (tse) had the customer reboot to clear the 25003, which it did, but the pro grasp was still stuck. The customer stated that the surgeon was cutting the tissue around the instrument to free it. Once freed, the instrument could be removed. The tse asked the customer to return the instrument for further analysis. The tse also reviewed the instrument release kit (irk) procedure with the nurse while waiting. On 09-may-2022, intuitive surgical, inc received additional information from the surgeon: the instrument was inspected prior to use and no damage or anything out of the ordinary was noted. When the issue occurred, the prograsp forceps instrument was retracting the kidney. The issue occurred after a system fault. The fault would not clear and keep reoccurring. The system was rebooted, and the system fault cleared however, the jaws of the instrument would not open. The jaws were clamped on the kidney when the issue was identified. The surgeon is unsure if the irk was used and reported that he did not know if the system was in a faulted state when attempting to perform the manual release. The surgeon stated that ¿they did everything they could.¿ the specimen was removed from the tissue by cutting the grasped tissue. There was no adverse effect as the tissue was a part of the specimen to be removed. There was no unexpected tissue removal or unexpected bleeding. There are no pictures or images of the procedure. The patient did not experience postoperative complications and the patient¿s current status is stable and has been discharged. The surgeon was unsure if the instrument would be returned for evaluation.

Manufacturer narrative:
The prograsp forceps instrument has not yet been received for evaluation. Therefore, the root cause of the customer-reported failure mode cannot be determined. If the product is returned or if additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures. A review of the site's complaint history was performed and there were no other complaints related to this product. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following : during a da vinci-assisted nephrectomy surgical procedure, the system had faulted with error code 25003 and the pro grasp was observed to be stuck on tissue. The system was rebooted, and the system fault cleared, however, the jaws of the instrument would not open. The surgeon cut the tissue, which was planned to be removed with the specimen, to release the instrument. The patient did not experience post-operative complications and the patient is stable and has been discharged. At this time the root cause of the reported failure is unknown.